Event description:
Pt receiving infusion decitabine. Rn to bedside for pump alarm "proximal occlusion". Bag noted to be dry with air in line beyond cartridge. No air in line alarm. Pump removed from service. No tubing retained. O pt harm. Vtbi 10 ml less than bag volume. B-line infusing.